Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient presented with severe groin pain approximately 6 days after a procedure in which two access sites were closed with 6-12f mynx venous vascular closure devices (vcds). A computed tomography scan was performed, finding "right inguinal region intermediate attenuation mass like lesion or collection located deep and medial to right femoral vein may represent a hematoma. Lesion/collection measures 5.5 x 4 cm in axial dimension and at least 6cm in craniocaudal dimension (caudal extent is not fully included in field of view). When asked about access site complications, the procedure was reported to be "pretty straightforward" with ultrasound guidance used. The patient had no redness or swelling just presented with pain. The physician asked if this could be mynx. The device was prepared and used per the instructions for use (IFU). A week later the physician reported that groin pain slowly subsided however he had not seen the patient in clinic yet. There were two access sites in the affected limb. The devices are not available for evaluation.

Manufacturer narrative:
As reported, a patient presented with severe groin pain approximately 6 days after a procedure in which two access sites were closed with 6-12f mynx venous vascular closure devices (vcds). A computed tomography scan was performed, finding "right inguinal region intermediate attenuation mass like lesion or collection located deep and medial to right femoral vein may represent a hematoma. Lesion/collection measures 5.5 x 4 cm in axial dimension and at least 6cm in craniocaudal dimension (caudal extent is not fully included in field of view). When asked about access site complications, the procedure was reported to be "pretty straightforward" with ultrasound guidance used. The patient had no redness or swelling just presented with pain. The physician asked if this could be mynx. The device was prepared and used per the instructions for use (IFU). A week later the physician reported that groin pain slowly subsided however he had not seen the patient in clinic yet. There were two access sites in the affected limb. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and without procedural images, the reported customer complaint "hematoma" could not be confirmed, and the cause for the reported event cannot be determined. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.